Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue,") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, genital haemorrhage, fatigue, nausea and weight increased outcome was unknown. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, nausea and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Previously reported event "injury" was updated to dysmenorrhea (cramping). Events ; general abnormal bleeding, fatigue, nausea, weight gain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera and contraceptives. Concurrent conditions included tooth disorder and overweight. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), fatigue ("fatigue,"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced nausea ("nausea"), migraine ("migraines / headaches") and pelvic pain ("pelvic pain female") and was found to have weight increased ("weight gain/ loss (specify which one) : weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, fatigue, weight increased, vaginal haemorrhage, migraine and pelvic pain had resolved and the genital haemorrhage, nausea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: result: total bilateral occlusion. Everything looked okay. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received. New events: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, pelvic pain were added. Onset dates were added. Outcome for events were updated. New reporters, plaintiffs information were added. Concomitant conditions and historical drugs were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.